Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician stated that he was aware that a taxus stent, which had been implanted 15 months ago, had experienced a stent thrombosis in 2007. The pt had stopped clopidogrel at 12 months post procedure as prescribed. Additional regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.